Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available. [Conclusion]: the healthcare professional reported that on (B)(6) 2021, the (B)(6)-year-old female patient with a history of hypertension, dyslipidemia, and calculus ureteric underwent stent-assisted coil embolization of a posterior communicating artery aneurysm with placement of a 4mm x 23mm enterprise® 2 no tip vascular reconstruction device (enc402300 / 6259611) experienced stent migration on the following day, (B)(6) 2021. It was reported that the enterprise stent was allegedly implanted without incident via a prowler select plus microcatheter (catalog/lot numbers: unknown). The day after the procedure, magnetic resonance imaging (MRI) showed that the enterprise stent had slid down approximately 8mm into the superior cerebellar artery (sca). Therefore, a neuroform atlas® stent system (stryker) was implanted as additional treatment. It was last reported that the patient remains hospitalized. The diameter was about 3.2mm. The enterprise stent system was reportedly used as per the instructions for use (IFU). The treating physician judged that there is a causal relationship between the enterprise stent and the reported event. The physician commented that ¿although I have experienced procedures with displacement of 1 to 2 mm when enterprise had been evaluated in about two hundred procedures so far, however this is the first procedure in which the catheter slid down by nearly 10 mm. Since the physician was also performing treatment within the indication and the vessel was not highly flexed, there may be factors in the product itself.¿ the enterprise stent remains implanted in the patient and is thus not available for evaluation. On 13-dec-2021, additional information was received. The information indicated that the patient clinical health status has not changed. No further information could be obtained. Based on complaint information, the enterprise stent remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6259611. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Stent migration/embolization is a known potential complication that may be associated with the use of the enterprise 2 vascular reconstruction device (vrd) in the intracranial arteries and is listed in the IFU as such. With the amount of information available and without films of the event, it is not possible to determine the root cause of the reported event. However, there are patient and procedural factors that may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2021, the (B)(6)-year-old female patient with a history of hypertension, dyslipidemia, and calculus ureteric underwent stent-assisted coil embolization of a posterior communicating artery aneurysm with placement of a 4mm x 23mm enterprise® 2 no tip vascular reconstruction device (enc402300 / 6259611) experienced stent migration on the following day, (B)(6) 2021. It was reported that the enterprise stent was allegedly implanted without incident via a prowler select plus microcatheter (catalog/lot numbers: unknown). The day after the procedure, magnetic resonance imaging (MRI) showed that the enterprise stent had slid down approximately 8mm into the superior cerebellar artery (sca). Therefore, a neuroform atlas® stent system (stryker) was implanted as additional treatment. It was last reported that the patient remains hospitalized. The diameter was about 3.2mm. The enterprise stent system was reportedly used as per the instructions for use (IFU). The treating physician judged that there is a causal relationship between the enterprise stent and the reported event. The physician commented that ¿although I have experienced procedures with displacement of 1 to 2 mm when enterprise had been evaluated in about two hundred procedures so far, however this is the first procedure in which the catheter slid down by nearly 10 mm. Since the physician was also performing treatment within the indication and the vessel was not highly flexed, there may be factors in the product itself.¿ the enterprise stent remains implanted in the patient and is thus not available for evaluation. On 13-dec-2021, additional information was received. The information indicated that the patient clinical health status has not changed. No further information could be obtained.